Event description:
It was reported that at a follow-up appointment, this right ventricular (rv) lead exhibited increased capture threshold measurements and elevated, but still in-range pacing impedance measurements (1700 ohms). The physician elected to surgically cap and abandon the rv lead. A replacement lead was subsequently implanted to resolve the event. At this time, the lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse effects.

Event description:
It was reported that at a follow-up appointment, this right ventricular (rv) lead exhibited increased capture threshold measurements and elevated, but still in-range pacing impedance measurements (1700 ohms). The physician elected to surgically revise the rv lead to resolve the event. At this time, it is unknown if the lead was explanted or repositioned. The patient was stable with no additional adverse effects.